Event description:
It was reported that "during a surgical procedure the pt rec'd an "off site" electrical burn to the buttocks. The dispersive electrode was placed on the posterier thigh and the pt was laying on back."